Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when rotating the energy select switch, the joule setting did not match what was shown on the display. There was no report of pt involvement.